Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch#: 993c47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 993c47, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device pve35a lot number: c9e61w and no non-conformance's were identified. Additional information was requested, and the following was obtained: what were the indications for the procedure? Na. Were there any issues notes with the device intraoperatively? No. What stapler was used with the reloads? Pve35a. What was the tissue thickness? Pulmonary artery. Was the entire stapler line oozing or a particular spot on the staple line? Partial spot. Did the patient receive any preoperative chemotherapy or radiation? Na. Did the patient have any comorbidities? Na. Did the patient have any coagulation issues or history? Na. How was the bleeding addressed? Another stapler was used to complete the case- patient needed to receive blood. How was the patient treated post op to address the blood loss? ICU. Was any additional interventions needed to control the bleeding? No. Was the bleeding oozing or pulsatile bleeding? Pulsatile bleeding. What was the pre and postoperative anti-coagulant and pain management protocol? Na. Any clips, clamps, or graspers near the area where the device was being fired? Na. Are any photos or video available from the alleged event? No.

Event description:
It was reported that during a lobectomy the stapler did not fire completely that caused the patient to require massive blood transfusion and went to ICU. New stapler was used to fire across the preliminary artery. Rep was not present at the case due to it happening the night before.

Manufacturer narrative:
(B)(4). Date sent 12/19/2024. D4 batch # 993c47. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 993c47, and no non-conformances were identified.